Event description:
The patient reported that he was experiencing occlusions while trying to prime his infusion set tubing. He stated that he attempted to prime 4 different infusion sets before he was able to successfully prime without an occlusion. The patient stated that his blood glucose rose to 360 mg/dl. After priming the 5th infusion set, the patient was able to administer a bolus to reduce his blood glucose. The patient did not require any assistance from a healthcare professional or second party to address the issue. The product was requested to be returned for evaluation.